Manufacturer narrative:
Section e corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that on (B)(6) 2025 the patient had a pump refill with no complications and settings remained the same.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the healthcare provider (hcp), an emergency room doctor, would like to have the pump interrogated. The pump notes said the pump was still active but based on the pump implant date in device registration services, the pump would be past end of service. The hcp stated that the patient had altered mental status and was drowsy. The hcp had a medical note that a pump "procedure" was performed on 11-feb-25 but no other details known. The hcp stated that they suspected overdose but were not sure. The manufacturer's technical services specialist (tss) reviewed to contact the managing physician for the patient and transferred the hcp to the national answering service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D6a incorrect in initial MDR. D6a should be unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's managing healthcare provider. No overdose occurred.